Event description:
The surgeon attempted to implant a cc4204bf lens. The lens haptic was torn. The tear was noted prior to insertion. No patient event or injury. It is unknown if the device malfunction.